Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A nurse at the user facility reported that a dialyzer leak occurred approximately two minutes after the hemodialysis (hd) treatment was initiated. The leak was identified as being internal. The blood leak was not visually observed. The 2008t hd machine generated a blood leak alarm which alerted the staff to leak condition. The patient¿s estimated blood loss was noted as being approximately 250 cubic centimeters (cc). No damage to the dialyzer or its packaging was observed. A blood leak test strip was used to confirm the presence of blood and it returned a positive result. No patient adverse effects were experienced and no medical intervention was required as a result of this event. A fresenius bloodline was used during the hd therapy. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.